Event description:
It was reported that the user experienced hyperglycemia associated with a failed infusion set while using the ilet, with a reported peak blood glucose of 357 mg/dl and elevated levels lasting a few hours; the user reconnected to the device and did not require backup therapy, professional medical intervention, or hospitalization. Symptoms included no reported acute clinical effects. Outcomes included no long-term injury and no interruption to daily activities. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause with no device alerts or alarms reported. It was concluded that the cause of the hyperglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.